Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak from the cap piercer on the unicel dxc 800 pro synchron clinical system. The customer was wearing a lab coat and gloves at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. Bec field service engineer (fse) found that a waste valve was not properly evacuating, and also noted an occlusion within a fitting from rubber cap debris. The fse cleared the occlusion from the fitting and verified instrument operation.

Manufacturer narrative:
(B)(4).